Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat analyzer sn (B)(4) that yielded suspected discrepant glucose results on multiple patients. There was no patient information available at the time of this report. Customer reports they ran cartridge lots h17265b and h17234 on a different analyzer and there have been no issues. I-stat(313271): glucometer: chemistry analyzer: result: 71, 42, 50. Result: 50, 42, 41. Result: 79, 52, 34. Result: 61, 48, 51. Result: 76, 48, 54. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/24/2018. Failure analysis did not reproduce the complaint. Analyzer s/n (B)(4) functioned according to specification during testing and produced results that were within the acceptable values. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.